Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Additional information obtained from the field representative indicated that the patient was checked and everything came back to normal. The source of the out of range impedance measurement was not conclusively determined and the clinic opted to continue with normal follow up. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.